Event description:
Olympus urology sales representative (rep.) Called in to report an out of box failure during a procedure. According to the rep. The fiber broke at connector and sparked then blew apart during ureteroscopy procedure. Another fiber was used and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported event is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d9, e2, g2, h3, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted based on the response received from the customer regarding the event reported. Communication with the customer , the following information conveyed: customer stated that the aiming beam was visible prior to the failure, and the fiber failed when treatment energy was first emitted. Customer, in addition, stated the fiber was not stressed, did not get bumped or stretched at the connector. No other information provided. Supplemental report(s) will be submitted should any relevant new information is available. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the bnp olympus sbc (service business center) for evaluation. The fiber was confirmed to be a tfl-fbx200s with lot number kr199769. Device evaluation noted , the distal tip of this fiber appears slightly used with slight burn back being visually present. The fiber body has broken completely off and there is evidence of burning on the fiber jacket end that had been connected to the proximal handle. The proximal handle connector area has slight discoloration pointing toward possible burning. The proximal cap is on. There is not any visual signs of defect along the fiber jacket body other than the charring near the end that the fiber broke off. The bnp facility does not have the means to test the functionality of this fiber and this fiber will be returned to the OEM (original equipment manufacturer) for further investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation.